Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician indicated that the right ventricular (rv) lead was slightly curved where the rv coil was despite no stylet being in at the time. The physician did not like the way it was shaped and requested a new lead. An alternate lead was implanted. No patient complications have been reported as a result of this event.